Event description:
The customer reported that the display was unreadable.

Manufacturer narrative:
The customer reported that the display was unreadable. The device was evaluated at philips, and the reported display symptom was confirmed. Replacing the control pca resolved the issue. The device was returned to the customer.